Event description:
Patient was revised to address disassociation. Poly wear and osteolysis also noted. Update: (B)(6) 2012- litigation papers received. Patients last name was corrected. We have reopened the complaint to add the femoral head due to allegations that patient experienced popping and squeaking noises.

Manufacturer narrative:
Patient was revised to address femoral loosening. Doi (B)(6) 2002 - dor (B)(6) 2011 (right hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Product contribution not identified. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** 5/9/2012- litigation papers received. Patient's last name was corrected. We have reopened the complaint to add the femoral head due to allegations that patient experienced popping and squeaking noises. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the femoral heads provided product and lot combination since its release for distribution. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update 01/07/2013 litigation alleged the patient suffered pain and popping and squeaking noises emanating from the broken asr hip implant. There is no new information that changes the outcome of this investigation. **update** 1/7/2013- medical records received. There is no new information that would change the existing MDR decision. **update** 1/28/2013- cd with x-rays was received. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. **update** 2/14/2013- cds with x-rays were received. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.